Event description:
The customer reported that their c-stat will not boot up properly. No pt injury reported.

Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The representative successfully guided the customer through system boot and recovery. The system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.